Manufacturer narrative:
No information has been provided to date. The device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device failed occlusion during testing. No patient injury was reported.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. D10: device available for evaluation: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was related to a previous repair. Visual inspection found the device in good condition. There was evidence of the error in the event history log. The reported problem was not duplicated. The device passed occlusion testing. Removal of the downstream occlusion sensor seal revealed three small scratches on the sensor. A scratched downstream occlusion sensor would cause inconsistency with the device when it would occlude. The scratches were likely caused during the last seal repair. It was recommended to replace the downstream sensor as a precautionary measure. The root cause of reported problem was traced to service and repair. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on (B)(6) 2022 for bubbled downstream occlusion seal. It appears this downstream occlusion seal replacement caused damage to the downstream occlusion sensor. Sent email to service to review with their team.